Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The physician reported to the sales-rep that a pt presented himself with an acute myocardial infarction and reported that there was thrombus in the stent. They went ahead and aspirated and the pt suffered no residuals.